Event description:
Reportedly, the resume pump alarm occurred. The customer acknowledged that they forgot to resume insulin delivery when they should have after receiving an alarm 23. The customer experienced an elevated blood glucose (bg) displayed as "high"; although specific value was not provided. The customer addressed their bg with a correction bolus via the pump. The customer reverted to alternative method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.